Event description:
The user reported that contrast medial leaked from the inflation device near the pressure gauge. As a result, the user was unable to maintain pressure to inflate the balloon. The user replaced the inflation device and experienced the same issue. A third inflation device was retrieved and used to successfully complete the procedure. No harm or injury was reported. This is one of two reports for this complaint: 9616662-2012-00009 - this report, 9616662-2012-00010.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.